Manufacturer narrative:
Historical data analysis: (4109/3221) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/3221) the overall 12 month product complaint trend data for the period (dec 2019 through nov 2020) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/3221) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. Not returned to manufacturer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed, "unusable battery in bay 2." The battery symbol would display then disappear. The iabp was used with ac power, and the second battery is fully charged. No patient harm, serious injury, or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h10. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed, "unusable battery in bay 2." The battery symbol would display then disappear. The iabp was used with ac power and the second battery is fully charged. No patient harm, serious injury or adverse event was reported.